Manufacturer narrative:
Product was returned and analyzed by the manufacturer. The device was received in with indentations to the exterior housing. Damages to the battery compartment were also noted during the visual inspection. Analysis of the device found the failsafe feature is not working as it does not sound properly when nothing was attached to the unit. Inspection of the alarm revealed a damaged capacitor to be the cause of the failure. Based on the age of the device, it¿s possible normal wear and tear contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file : (B)(4).

Event description:
Customer reported the alarm did not alarm when the patient got up. There was no injury to the patient. When the alarm is suppose to alarm it chirps once. The batteries have been replaced. Unit is still only chirping once when the alarm is supposed to sound. The date the issue was discovered is unknown.